Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 377645, lot # v008266, implanted: (B)(6) 2006, product type lead; product ID 377645, lot # v008266, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
The consumer reported that she initially sought approval for implantable neurostimulator (ins) removal, temporarily to try and have a baby. The patient moved and the approval expired or was no longer valid. The patient was rear ended on (B)(6) 2015 and the top section of the left side lead broke off and dislodged into the right part of the epidural space. The patient was to follow-up with the health care provider (hcp). There were no patient symptoms reported. Medical history includes complex reg pain syndrome type I. If additional information is received a supplemental report will be submitted.